Event description:
It was reported that during a lap duodenal resection, before the instrument was tested or activated, the active blade fell off. The blade was retrieved. The second instrument, it was observed that both the clamp arm and active blade seemed burned out. The case was completed with a third instrument with no pt consequence.